Event description:
It was reported the hcp was getting higher than expected residual volumes. The hcp had attempted to aspirate from catheter access port but had no success. The hcp had noted that patient never received adequate therapy since original implant; however, patient had not experienced any increased symptoms throughout course of this event. The patient underwent a catheter revision on (B)(6) 2014, wherein the catheter was found to be kinked at the pump site, i.e. Proximal segment. They disconnected the catheter from the pump, and unkinked it. Catheter was cleared of medication, it drained cerebrospinal fluid spontaneously, and was left in place. Reporter indicated that the pump was replaced at the discretion of operating physician. Patient status at time of the report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information later reported the patient experienced severe back/leg symptoms (loss of drug effect). It was unclear what the volume discrepancy was as the hcp also reported the expected volume was 9.8ml and the actual volume was 9.8ml. Pump/catheter x-rays were ok. The pump was replaced because it was 4 ½ years old. At surgery the side port aspirated well after pump/catheter exposed and unkinked. The pump and catheter now functional. The drug in the pump was changed to baclofen only as a result of the catheter issue. The patient was indicated as recovered without permanent impairment, spasms much improved. The pump also was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).